Manufacturer narrative:
(B)(4). Device received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test due to blank display. Device received with stripped battery cap coin slot(p).

Event description:
Information received by the medtronic indicated that the insulin pump wasn¿t working. Customer stated that they change the battery and screen did not came back. Insulin pump was not exposed to moisture. Customer was not calling after receiving new battery cap. Customer noticed white powder at the battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.